Event description:
It was reported that the right ventricular (rv) lead was reprogrammed due to oversensing and noise. The atrial lead also exhibited noise but intervention was not necessary. Both leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: kdr901 ipg implanted: 2003-(B)(6). (B)(4).